Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to falling after being dizzy. Upon interrogation of this pacemaker, it was found to be in safety mode. A device replacement was recommended. A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.